Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent an initial open reduction and internal fixation procedure. Subsequently, the patient experienced open reduction and internal fixation procedure redone due to plate breakage.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon reassessment and additional information received of the reported event, it was determined an MDR should not have been filed under the current MFR number.

Event description:
No further event information available at the time of this report.